Event description:
It was reported post implant of a realize band, the patient developed significant tightness at the point that he was unable to drink water, the patient did not received any adjustments as the band was on the tight side. The patient was taken to surgery, and the surgeon noted the band was surrounded by significant inflammatory tissue and some turbid fluid. The band was removed. Passing a calibration tube was difficult because of the tightness, but were able to dilate. No erosion was seen. At this time there is no plan to replace the band. The patient has been discharged and is doing fine.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.